Manufacturer narrative:
Internal complaint reference case (B)(4). H10 h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that the requested supporting clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the reported event. The provided photo was reviewed and confirms the reported failure mode, but it does not indicate a clinical root cause of the breakage. The root cause of the reported event could not be determined. Factors that could have contributed to the failure include an application of unintended inappropriate or excessive force or torsion to the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H2: additional information on h6 (health effect - impact code).

Event description:
It was reported that during a cuff/shoulder procedure, the incisor blade thorns broke and were left inside the patient. The procedure was completed with a non-significant delay using a s+n back up device no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an unknown procedure, the incisor blade thorns broke and was left inside the patient. It is unknown there was a back-up device available or if there was a delay. No further complications were reported.